Event description:
On july 11, 2007, it was reported to boston scientific corporation that a procedure to place an ultraflex diamond biliary stent, between the common bile duct and the right heptic duct, was performed. According to the complainant, the stenosis was approx. 2cm in length and was predilated at "6 atms for 2 mins" with a bsc hurricane dilatation balloon. In addition, it was reported that , as the stent was being passed through to the lesion, approx. 1.5cm of the stent deployed prematurely. The physician attempted to deploy the rest of the stent "by force," however, "four wires between the outer sheath and handle were broken" and the remainder of the stent could not be deployed. It was further reported that, during device removal, the stent caught in the papilla; however, it was "successfully removed with a clamp." "After the removal (of the device), the catheter got broken at 15cm from the distal end." At the conclusion of the procedure, the complainant indicated that the pt's condition was "good."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. A failure analysis is not available and the relationship between this device and the cause for the event is undetermined. A device history record review, device evaluation, and product family complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.